Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise which was oversensed that lead to pacing inhibition for almost four seconds. Isometrics were done and no noise was reproduced on the pace/sense but was seeing noise on the shock channel. It was also reported that the patient was not doing anything at the time of the event. The device checked out fine and lead measurements were within normal range. Boston scientific technical services (ts) discussed troubleshooting measures. The field representative will discuss it with the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.